Event description:
It was reported that the user experienced a high blood glucose reading of 362 mg/dl after eating without announcing a meal while using the ilet system, and the user was unable to view readings due to dexcom g7 signal loss; the event was categorized as a missed meal announcement and addressed with troubleshooting and education. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and glucose returned to range the following day. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem, a usage problem related to a missed meal announcement, and involvement of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.